Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported check force sensor alarm was found in the event history log (ehl). The alarm was also reproduced during power up. The customer reported product problem was therefore confirmed. The alarm was produced because multiple components on the plunger head assembly were damaged from fluid ingression. The fluid ingression was attributed to improper use of the pump by the end user. A user interface issue was therefore established as the root cause. The following components were replaced to correct the reported product problem: force sensor, plunger head mount, plunger board, plunger cable, as well as the left and right plunger cases.

Event description:
It was reported that the medfusion pump produced a check force sensor alarm. No patient injury or complications were reported in relation to this event.